Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
Partial lead with the distal tip measuring 48.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.5-10.6cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted.